Event description:
Customer reported that the table would not move from side to side during a obstetricoscopic procedure on a female. He reported that this did not present a problem for doing this type of procedure, if needed they could have easily shift the patient body from side to side.

Manufacturer narrative:
Field service engineer installed a new foot switch, replaced the hand control cable and verified the proper operation of the unit according to the service manual.